Event description:
It was reported that (B)(6) years old female patient, underwent an atrioventricular nodal reentrant tachycardia procedure with an ez steer¿ nav bi-directional electrophysiology catheter and suffered a heart block right after experiencing a steam pop which required a temporary single lead pacer and prolonged hospitalization on critical care unit. The patient¿s medical history is unknown. The patient was reported to be in stable condition at the time bwi followed-up. The physician wasn't certain of the cause of this adverse event. Smart ablate generator was used on temperature control mode.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that an (B)(6) female patient, underwent an atrioventricular nodal reentrant tachycardia procedure with an ez steer nav bi-directional electrophysiology catheter and suffered a heart block right after experiencing a steam pop which required a temporary single lead pacer and prolonged hospitalization on critical care unit. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, a deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the heart block remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
A) no device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. B) since lot #: 16004687m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Product name: carto® 3 system: us catalog #: fg540000, serial #: (B)(4). Product name: smartablate generator kit (us): us catalog #: m490007, serial #: (B)(4). Product name: quadrapolar catheter: us catalog #: unknown, lot #: unknown. Product name: supra cs catheter: us catalog #: unknown, lot #: unknown. (B)(4).